Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was an issue with the stimulation values of the external pulse generator. The generator has not been received into service. There was no patient involvement. It was further reported that the product had been returned to service.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: at analysis the device failed its active current drain test several times and it was attributed to contaminated battery contacts. However the customer comment of an issue with stimulation values was not able to be confirmed, the unit operated as intended and passed functional testing. The flex tape was reinserted. There were no issues with the device at final testing. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. If information is provided in the future, a supplemental report will be issued.